Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable. The broken cable segment that contains the crimp was also missing from the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument had a loose cable. The procedure and patient outcome are unknown. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.